Event description:
It was reported that the patient entered ventricular fibrillation (vf) and received six shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) which did not convert the rhythm. The s-ICD re-detected the arrhythmia (with delay due to some undersensing), and a seventh shock was delivered with successful conversion. The patient had been hospitalized due to the event. System impedance at implant was 55-60 ohms and recently measured greater than 140 ohms. It was noted that the patient had a weight gain of more than 100 lbs since implant and an inch of fat had developed between the sternum and the lead. The next day, the lead was explanted and replaced. The patient underwent induction with the new lead and the existing s-ICD. A 60 joule shock was delivered and did not convert the rhythm. The second shock was delivered at 80 joules in reverse polarity and also did not convert. External defibrillation was required. The physicians then learned that the s-ICD was exhibiting signs of early battery depletion and after reviewing the increasing impedance trend, it was decided to explant the s-ICD and new lead and implant a transvenous implantable cardioverter defibrillator (ICD) system. The procedure was completed without complication. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient entered ventricular fibrillation (vf) and received six shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) which did not convert the rhythm. The s-ICD re-detected the arrhythmia (with delay due to some undersensing), and a seventh shock was delivered with successful conversion. The patient had been hospitalized due to the event. System impedance at implant was 55-60 ohms and recently measured greater than 140 ohms. It was noted that the patient had a weight gain of more than 100 lbs since implant and an inch of fat had developed between the sternum and the lead. The next day, the lead was explanted and replaced. The patient underwent induction with the new lead and the existing s-ICD. A 60 joule shock was delivered and did not convert the rhythm. The second shock was delivered at 80 joules in reverse polarity and also did not convert. External defibrillation was required. The physicians then learned that the s-ICD was exhibiting signs of early battery depletion and after reviewing the increasing impedance trend, it was decided to explant the s-ICD and new lead and implant a transvenous implantable cardioverter defibrillator (ICD) system. The procedure was completed without complication. The lead was received for analysis.